Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Customer reported several transfer sets leaked today. Customer noticed wetness on the tubing and stated there was a hole that looked fuzzy. Customer reported the tubing in that area looked flat. No adverse event reported. Requested return of the alleged infusion sets for evaluation.